Event description:
The dr had difficulty inserting the guidewires into the iab. The iab and guidewires were not returned to datascope for evaluation. (Event complications: unknown - reported 6/25/1998.) (Pt's current status: unk - reported 6/25/1998.)